Event description:
It was reported that the surgeon has not used pro46 prior to this surgery. Suture was pulled releasing the bag. Bag was removed from the introducer. A rod/rim was dislodged and had to be removed from the pt. The pt was x-rayed to ensure no other parts of the bag were present in the abdomen. X-ray was negative. No consequences to pt.